Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Intimal dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5 x 33 xience alpine stent delivery system (sds) was unable to cross the heavily tortuous and calcified 90% stenosis in the proximal left circumflex coronary artery. A dissection was noted in the vessel after the sds was unable to cross the lesion. A shorter, 3.5 x 23 xience alpine sds was able to cross the lesion to treat the dissection and the stenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided..